Manufacturer narrative:
During troubleshooting, elevated accutni+3 values were generated from blank (wash buffer only) samples assayed by both the customer and the fse. The fse replaced or serviced multiple instrument components. The replaced hardware was not available for evaluation by the complaint handling unit at (B)(4). Multiple hardware interventions which could have potentially resolved the elevated blank accutni+3 values were undertaken. It cannot be determined which specific intervention did resolve the issue and it cannot be determined which specific component/s failed to function as designed or may have contributed to the erroneous results reported by the customer. The likely cause of this event was a hardware or system malfunction.

Event description:
On (B)(6) 2016 the customer reported that erroneous, elevated accutni+3 results had been generated for four patients on the access2 section of the customer's dxc600i packaged system (serial number (B)(4)). The customer reported that the samples in question had been reassayed on the customer's alternate access2 immunoassay system (serial number (B)(4)) and that the elevated results were not reproducible. The customer indicated that the initial results had been reported out of the laboratory but that no change to patient treatment had occurred as a consequence. The customer reported that the primary samples were collected in lithium heparin tubes and centrifuged at 4400 rpm (rotations per minute) for 6 minutes. The customer stated that the initial result had been generated from the primary tube). The customer indicated that the primary tubes were not re-centrifuged prior to reassay on the alternate access2 system. The customer reported that an accutni+3 qc (quality control) values generated on system serial number (B)(4) had been acceptable at the time of this event. A beckman coulter fse (field service engineer) was dispatched to evaluate.